Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "this is the third revision on the left side. In (B)(6), the patient was brought back for revision of acetabulum. A constrained liner was inserted into a well fixed tritanium revision shell, but the construct was notably loose. As a result, the tripolar part of the constrained liner pulled out (dislocated). A revision was performed, where the original pca stem was extracted as well as the constrained liner. A restoration modular stem was implanted, and an mdm liner. No other information will be forwarded due to hospital policies."